Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h10: upon further review, it was determined that this device is not same as or similar to a device that is manufactured or distributed in the us. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during priming with a sepxiris 150 set, an external fluid leak was observed ¿about 3 cc¿. The set was replaced with another sepxiris 150 set and treatment was continued with no issues noted. There was no patient involvement. No additional information is available.